Event description:
A customer observed a single falsely elevated trop I es result on the vitros eci analyzer. Biased results were not released in accordance with the laboratory's internal policy of repeating elevated trop patient samples prior to release. Biased results of the magnitude and direction observed may lead to inappropriate physician action if released. There was no report of patient harm as a result of this event. This report corresponds to orth clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the event was related to the instrument performance. The field engineer addressed the well- wash subsystem and post service the instrument was returned to expected operation. The root cause of the event is instrument related.